Event description:
It was reported that concerns arose regarding the potential delivery of inappropriate therapy by this implantable cardioverter defibrillator (ICD). The device administered four bursts of anti-tachycardia pacing (atp) followed by five shocks, which were believed to be triggered by atrial tachycardia. As a result, the therapy was exhausted. The device remains in service, and no additional adverse patient effects have been reported.